Manufacturer narrative:
The device was not returned for evaluation, no pictures were provided, and the lot code of the product was not provided despite repeated attempts to obtain the information. Due to this, no investigation could be performed, the complaint could not be confirmed, and the root cause could not be determined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have had issues with h103 which two patients have been burned. Are you able to assist us with finding a substitute for the product? 2025-06-20 12:04:06 (edt) we are having issues with cautery tip h103 where it has burned patients."